Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01600. It was reported that a rotawire fracture occurred. A 1.25mm rotalink burr and a rotawire were used and advanced to treat the heavily calcified right proximal target lesion located in the heart. During the procedure, ablation was performed for 9 runs at 3 minutes activation. When the devices were removed, it was noted that 2 pieces of wire were lodged in the artery and the side branch. The artery was rotablated with another 1.75 rotablator burr and the broken parts of the rotawire were not removed as a non bsc stent was applied. No further patient complications were reported and the patient's condition was stable.